Event description:
The customer alleged that he and another employee had a human reaction from a "burning electrical" smell and a light haze from the unit. The customer experienced burning eyes. The customer did not seek medical treatment and he reported that his symptom has resolved. The customer reported that they have discontinued using the unit.

Manufacturer narrative:
Other - oil mist.